Event description:
Procedure: lobectomy. According to the reporter: on the first firing, most of the staples were malformed, but tissue was transected. The malformed staples were retrieved. Additional resection of tissue was performed and another device was used. Oozing bleeding was reported. No patient information was available.